Manufacturer narrative:
The pump was received with unexpected restart error alarm after battery change and settings were default to factory settings due to broken solder joint of c13 on interface board. The pump passed the self-test and no unexpected external ram crc error alarm noted during testing. The pump had cracked case at the display window corner. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received unexpected restart error and external ram crc error alarms. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.